Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was not returned. Only the device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The product investigation could not identify the root cause for the reported complaint "when deploying lens at insertion, the haptics were caught in the lens inserter" as the lens was not returned. Only the device was returned for evaluation. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported a defective lens. It was opened but not used. The issue occurred during intraocular lens (iol) implantation procedure. Based on the additional information received, the reported event "defective lens" was further detailed: the lens malfunctioned during loading - during insertion of the lens, the haptics were caught in the lens inserter. Consequently, the lens was not fully inserted into the eye, it remained partially in the delivery system. According to the surgeon, the event was attributed to a "cold lens" and possibly technician error. The technician might have partially triggered deployment with first click of insertion. The procedure was successfully completed using a replacement lens during the same surgery, and the surgeon reported an excellent prognosis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).